Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported that they had a loss of therapy. The patient reported they have been living with back pain and their back hurts when they use the stimulation; so, they quit using it and ¿the back hurt like profanity¿. The patient reported that it was vibrating so much that they tried to turn it down, but it wasn¿t getting any relief. The patient reported that they met with the manufacturer representative and they reprogrammed it to where they do not feel the vibrations and it works great. The patient reported that they were pleased with the new adjustment.